Manufacturer narrative:
Product analysis #(B)(4). ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ drawing(s) referenced: none ¿ as found condition: the rebar-18 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened rebar-18 inner pouch (b642285). ¿ damage location details: no damages were found with the rebar-18 catheter hub. However, an unknown tubing was found stuck/lodged within the rebar-18 catheter hub. The rebar-18 catheter body was found flattened from ~13.74cm to ~13.0cm and kinked at ~11.2cm from the catheter distal tip. The rebar-18 catheter tip was found to be in good condition. ¿ testing/analysis: the unknown tubing was removed from within the rebar-18 catheter hub with force. The unknown tubing length was measured to be 2.1cm, and the width was measured to be 0.03792¿. The rebar-18 catheter was flushed, no leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report could not be confirmed. It is possible that the obstruction of the rebar-18 catheter hub by the unknown tubing contributed to the reported event. However, the cause of the obstruction could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rebar catheter was found leaking during preparation. The patient was undergoing a thrombectomy. The accessed vessel was the femoral artery with a diameter of 20 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that preoperative flushing revealed leakage at the proximal connection of the rebar catheter. It was reported there was a catheter leak located at the proximal section. The catheter was inspected or tested prior to use. The leak was observed during preparation. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.